Event description:
The customer reported to their baxter sales representative (bsr) blood stream infections (bsi) related to an unknown clearlink intravenous (IV) tubing, (product code and lot number unknown). Reportedly, three bloodstream infections occurred in the intensive care unit 5c. Reportedly a total of 20 bsis have occurred in 2010. The staff was interviewed and reportedly the process being used is correct. The bsr explained that the facility switched to clearlink and an unknown rymed valve in (B)(6) 2010. There is no specific baxter product that this condition is alleged against. The customer recommended that they change back to interlink and get rid of their rymed product. The staff was re-educated and increased awareness about catheter related bloodstream infections (cr bsi). No further information is available at this time. This is the 2nd event of bsi reported and patient b. .

Manufacturer narrative:
(B)(4). A batch review was not completed as no lot number is available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The samples were discarded and the lot number is unknown, therefore no evaluation was performed. Should the device be received for evaluation or additional information becomes available, a follow-up medwatch will be generated.